Manufacturer narrative:
Inspiratory valve assembly was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. A detailed investigation was performed by an expert from the technical service: the flow sensor calibration is usually performed before patient use and is a required process to establish its accuracy. This calibration ensures that the ventilator can accurately measure the airflow and airway pressure being delivered to the patient and does not immediately indicate that the ventilator is unsafe. It is a diagnostic check to confirm that the sensor is functioning as expected. Devices always need to undergo self-test and calibration before usage. If the flow sensor calibration failure alarm is ignored, the device would continuously alarm when used. If the test is not performed at all (which is against instruction in IFU) there is a potential that the measurement/values shown are not fully accurate. In conclusion, a failed flow sensor calibration should not be viewed as a malfunction and an immediate or critical failure, but as part of the pre-emptive safety and maintenance measure. As long as the underlying issue is addressed properly, the ventilator can be safely used on patients. Therefore, a failed flow sensor calibration is not considered a reportable event.

Event description:
Hamilton medical ag received the following incident description: 'sometimes this device works perfectly and sometimes it can not calibrate flow sensor and there is a constant flow on the back side through tank overpressure valve. It was noticed that "dp servo" parameter was not ok".

Manufacturer narrative:
Inspiratory valve assembly was replaced.

Event description:
Hamilton medical ag received the following incident description: 'sometimes this device works perfectly and sometimes it can not calibrate flow sensor and there is a constant flow on the back side through tank overpressure valve. It was noticed that that "dp servo" parameter was not ok".

Manufacturer narrative:
Inspiratory valve assembly was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: sometimes this device works perfectly and sometimes it can not calibrate flow sensor and there is a constant flow on the back side through tank overpressure valve. It was noticed that that "dp servo" parameter was not ok.